Event description:
(B)(6) states that her joystick goes to the rabbit on its own. She states that she has ran into the doorway and she hit the wall and its broken. She is scared that it will hit her kids or the dog. Recall replaced in (B)(6) 2014. Used 1-3 years. Home use.